Event description:
Dealer reported that the pilot valves were replaced when the irc5po2v concentrator displayed 1 red and 2 green indicator lights and shut down. Dealer stated that the sieve beds were "blown" with white dust filling the lower tubes. Dealer also stated that the power switch failed to enable alarm horns. The dealer stated sieve beds were "blown" with dust filling lower tubes. The dealer stated power switches failed to enable alarm horns.

Manufacturer narrative:
Initial mfg report # 1031452-2015-06660 was submitted to the FDA on 02/10/2015. (B)(4).

Event description:
Dealer is swapping out all pilot valves with new part # 2003052 under warranty along with o'rings. Dealer alleges units where shutting down with two green and one red error code.